Event description:
Customer reported that replacement pump was damaged out of the box. Customer stated that the buttons were unresponsive but the display light is on. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
No cosmetic damage noted on pump assembly however no button response due to open connector on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.